Event description:
It was reported that the customer's insulin pump had a scratch from the b button all the way into the glass of led screen. The customer's blood glucose was unknown. The customer was unaware of how the damage occurred. The customer stated that the screen was just scratched and that he could still read the screen. Advised to monitor the pump. Advised that a replacement battery cap would be sent for battery fluctuation issues. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a scratched keypad overlay at express bolus button, minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. No damage noted on lcd glass.